Event description:
A zoll pt service rep (psr) called zoll customer support to report that the response buttons on monitor sn (B)(4) were not working. The monitor was not issued to a pt.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has ben completed. The reported problem (response buttons not working) has been confirmed. Upon investigation the rear response button was non functional. The rear response button cable was creased. The root cause for the creased response button cable could not be positively identified. No adverse event resulted from the defective monitor. The monitor was not in use by a patient.